Event description:
Physician attempted to treat patient at the left mid superficial femoral artery using a nanocross elite balloon. Target lesion type was calcified with no tortuosity and moderate calcification. A 7f sheath and .014 guidewire were used. No embolic protection used. No issues were noted during prep. IFU was followed. No resistance encountered during advancement. No excessive force was used. Balloon was inflated using a competitor inflation device. Account reported that the balloon burst during inflation. Inflation pressure applied at time of burst was 12 atm. All fragments of balloon were retrieved. Procedure was completed using a competitor balloon. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.